Event description:
New information received notes programming changes were made on the implantable cardioverter-defibrillator to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with post-paced t-wave oversensing. No changes were reported. The patient status was unknown.